Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and tenderness in the abdominal area. The cause of peritonitis was unknown. It was reported that, the patient was hospitalized for the event. Antibiotics treatment was not reported. At the time of this report, the patient remains hospitalized and had not recovered from peritonitis. It was reported that the pd therapy was put on hold, catheter was removed and the patient was shifted to hemodialysis (hd). Same hd is ongoing. No additional information is available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.